Manufacturer narrative:
An event regarding revision involving a unknown patella was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as insufficient medical records were provided. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient fell on left knee and surgeon though patient may have loosened patella implant. Patella and insert were well fixed and not worn. Surgeon removed scar tissue and decided to replace patella and insert. 36 symmetrical patella replaced with a 40 mm asym and replaced poly with same size #7 x 13 mm.

Event description:
Patient fell on left knee and surgeon though patient may have loosened patella implant. Patella and insert were well fixed and not worn. Surgeon removed scar tissue and decided to replace patella and insert; 36 symmetrical patella replaced with a 40 mm asym and replaced poly with same size #7 x 13 mm.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown patella. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.